Event description:
The customer stated that they received an erroneous result for one patient sample tested for crej2 creatinine jaffe gen.2 (crej2) on a c701 analyzer. The sample initially resulted as 3.372 mg/dl and this value was reported outside of the laboratory. The physician questioned the result, so the primary tube of the sample was pulled and repeated on a different cobas 8000 analyzer in the laboratory. The repeat result from the sample was 1.500 mg/dl on (B)(6) 2016. The repeat result was believed to be correct and was reported outside of the laboratory. The sample was repeated a second time on (B)(6) 2016 on the c701 analyzer, resulting as 1.604 mg/dl. The patient was not adversely affected. The crej2 reagent lot number was 13888601, with an expiration date of 12/31/2017. The field service representative could not determine a cause. He performed precision studies and all checks passed.

Manufacturer narrative:
The field service engineer found that there were dirty cuvettes and a hole in the rinse tubing. He replaced the cuvettes, replaced the rinse vacuum tubing, and adjusted the rinse mechanism heads. He ran precision studies. The issue did not re-occur after the service actions were completed.